Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was capped during a procedure performed to replace the implanted implantable cardioverter defibrillator (ICD). A new rv lead was implanted. There were no additional adverse effects reported.